Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump for longer than 15 minutes. At the time of the report, the reported issue was not occurring. No additional patient or event information was available. A root cause could not be determined.